Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing leaked below the IV pump chamber clamp while infusing normal saline. The following information was provided by the initial reporter: "primary IV tubing leaking below IV pump chamber clamp. Appears to be leaking at tubing site just below there. Discovered when tubing was hung on the pump and connected to patient with normal saline infusing."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of leaking below pump chamber clip could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing leaked below the IV pump chamber clamp while infusing normal saline. The following information was provided by the initial reporter: "primary IV tubing leaking below IV pump chamber clamp. Appears to be leaking at tubing site just below there. Discovered when tubing was hung on the pump and connected to patient with normal saline infusing."